Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two values were missing from the right atrial (ra) lead impedance trend and displayed as "not taken" which led to confusion in regards to the diagnostics. The device and ra lead currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred, and the lead impedance data was missing/invalid. The analyst noted that missing impedance was identified on (B)(4) 2014 and (B)(4) 2015 accordingly. In addition, a power on reset (por) occurred on (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.